Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Year known 2023. Section d6b - explant date: n/a - lens remains implanted, therefore not explanted section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens remains implanted). Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after bilateral implantation of the preloaded monofocal intraocular lens (iol), the patient experienced bilateral posterior capsule opacification (pco) requiring yttrium aluminum garnet (yag) surgical intervention in 2023. The yag procedure was successful in the left eye (os). However, the right eye (od), while yag was initially successful, regrew the epithelial cells on the posterior of the iol a further two times in 2024 and 2025, each times requiring yag intervention. No further information was provided. This report is for the lens implanted in the left eye (os). A separate report is being submitted for the other eye.